Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous second diagonal of left anterior descending artery (lad). The 2.5mm x 15mm apex balloon catheter was advanced into the patient. At unknown inflation, the balloon ruptured at 12atms despite under the rated burst pressure. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).